Manufacturer narrative:
Serial # (B)(4). This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on try to run pm test on units and she has a total of six 8100 units. Keep failing patient side occlusion test, they were use third party sensor but since then they have had them replace with the company sensors, she was have the same issue with third party sensors also. Customer prefer to have the units investigate to see if there is a issue are with the sensors. She has a total of six down with same issue but only had three there to give me the serial numbers. Let customer know someone from customer advocate will contact her to look into the problem.